Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing was also returned. One catheter tubing kink was observed at approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and one leak was detected on the catheter tubing at approximately 69.6cm from the iab tip and measuring 0.076cm in length. The evaluation confirms the reported problem. The leak found on the catheter tubing appears to have been caused by a sharp object which in turn caused the catheter to loose vacuum and enable a difficult insertion. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the pump alarmed autofill failure. A second pump was used, autofill failure alarm continued. Surgeon replaced catheter and successfully pumped the patient. There was no reported injury to the patient.

Manufacturer narrative:
This product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the pump alarmed autofill failure. A second pump was used, autofill failure alarm continued. Surgeon replaced catheter and successfully pumped the patient. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the pump alarmed autofill failure. A second pump was used, autofill failure alarm continued. Surgeon replaced catheter and successfully pumped the patient. There was no reported injury to the patient.